Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate measured data. The device was explanted. No adverse consequences occurred to the patient. No further information could be obtained.

Manufacturer narrative:
(B)(4).